Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device finds the snare returned with the loop disconnected from the shaft and returned straightened. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a knee surgery, as the lasso of the set meniscus mender passed through the patient's knee, the surgeon felt a blockage. He then completed his wire passage, and when he pulled out the lasso, a new blockage occurred at the entrance to the puncture point. After several manipulations, the needle finally exited the knee, but without the lasso, which remained blocked at the entrance to the knee. The lasso was recovered from the patient using forceps. The procedure was completed with an unknown surgical delay using a smith and nephew back up device. No further complications were reported.